Event description:
It was reported by the customer that the cpu board malfunctioned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental report submitted as investigation found that the cpu board issue affected the fowler's ability to lower electronically only. This will result in caregiver annoyance; however, it is not likely to harm the patient as the fowler was able to lower to the lowest position manually which is desired for CPR administration, if required. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported by the customer that the cpu board malfunctioned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.